Manufacturer narrative:
Further information was requested, but not received.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. The patient was in unknown condition.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2022. No patient consequences were reported.